Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that prior to use she pulled the string on an unspecified amount of tampons and the string fell out of the insertion tube. She did not use these tampons and discarded them.